Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console had generated a catheter restriction alarm four times within 20 minutes. There was no blood or visible kinks in the helium tubing. The customer was able to resume pumping each time it stopped. The insertion was reported to be axillary, which is not the method described in the device instructions for use. They were advised to consider a chest film for placement and to decrease the augmentation several bars if the patient is stable. The alarm occurred again while on the phone with the getinge representative and they were able to restart. They then discussed contacting the physician about further options such as removal and/or replacement depending upon location. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).h3 other text : device not returned.